Event description:
The customer reported a no boot failure of the system. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed on onsite investigation. The system computer was replaced. The system was then found to be operating as intended.